Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the ¿teeth or metal strip¿ of the cautery forceps separated from the jaw. They were unable to proceed as the machine would not work. They had to open another device in order to proceed. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10, h11. Corrected section : b5. Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/ 213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10 /13 & 22) the device was returned to the factory for evaluation on 04/08/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the base to the tip of the hot jaw with no detachment at the tip. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no peeling was observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the ¿teeth or metal strip¿ of the cautery forceps separated from the jaw. The separation was noted during branch cauterization. The device was working initially and then the cautery just stopped working. After checking the cord and the cautery settings they removed the device to inspect it and found that a piece on one side of the tool had become partially separated from the rest of the device. The silicone arm was only partially separated from the jaws. No part of the device was lodged or left in the patient. No additional treatment or consequences as the device was replaced as soon as the malfunction was identified. They open another device in order to proceed. The hospital did not report any patient effects.